Event description:
Diabetes educator reported mother tested the child with the mobile system and obtained blood glucose results of 24.1 mmol/l and 4.2 mmol/l, performa nano system result of 2.6 mmol/l within 10 minutes. Mother thought mobile result 24.1 mmol/ high, so she retested with mobile and had 4.2 mmol/l. Approximately five minutes later, child displayed symptoms of hypoglycemia. Mother tested patient again with performa nano system and obtained the reading of 2.6 mmol/l, which she said was consistent with the symptoms the child was presenting. Mother treated the child with apple juice. Time interval between performa nano test and first mobile test was five minutes. No information for the performa nano system was provided. No adverse event was reported. The mobile meter was returned, strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.